Manufacturer narrative:
The event date is unknown. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown ; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a granuloma removed in (B)(6) 2018 after it had formed at the lead/extension site. They have no additional information to provide.